Manufacturer narrative:
Correction. B5 field: describe event or problem updated. H6 field: impact codes updated to include "hospitalization or prolonged hospitalization".

Event description:
It was reported that during a routine follow up, system had to be explanted do to infection/sepsis. No additional patient effects were reported.

Event description:
It was reported that this patient experienced an infection and sepsis. This lead was removed due to infection and product performance issue. No additional patient effects were reported.